Manufacturer narrative:
No failure analysis of the involved charger will be performed since it was immediately discarded by the pt. Orthofix inc. Received the stimulator without the charger from the pt and will continue to evaluate the incident and related quality data. Note: the pt manual (page 9) clearly states that "the cervical-stim will not deliver treatment while charging."

Event description:
The pt reported that the charger started to melt, make a popping noise and smoke while charging the cervical stim external bone growth stimulator. The pt unplugged and immediately discarded the charger. The pt continues treatment with a new cervical stim device.